Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient called and explained that their implant at tooth location #19 felt strange but it was not causing any pain. The patient came in and photos showed that infection was present. The implant was removed and bone was placed back in the area. Symptoms as a result of the event: abscess.